Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar complaints from the reported lot. Based on the information reviewed, the reported poor image resolution was due to poor image quality (procedural conditions) and the patient anatomy. The reported slda (single leaflet device attachment) was due to challenging anatomy. The reported difficult or delayed positioning (leaflet grasping) was due to a combination of challenging patient anatomy and poor visualization. The reported additional therapy/non-surgical treatment was a result of case specific circumstances as additional clips were implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). Visualization was a problem due to the image quality and the patient anatomy (central posterior prolapse in a2/p2 with enlarged atrium and a rotated heart). It was difficult to perform a leaflet insertion assessment, but the physicians agreed that the leaflets were grasped. After the first mitraclip was implanted, a single leaflet device attachment was noted. The anterior leaflet was no longer inside the mitraclip. Two additional mitraclips were implanted reducing mr grade to 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.